Event description:
It was reported that during an exchange of a pancreas drainage treatment procedure, the coating of the wire "broke up." An amplatz super stiff guide wire was selected; however during the procedure the coating of the wire ¿broke up.¿ it was noted that the coating peeled off, then the wire was retrieved and afterwards the coating alone was visual in the abscess. Slight resistance was felt while pulling back the guide wire. The detached coating was attached to a non-bsc 14f drainage catheter and was completely removed from the patient. A CT was completed to confirm that there was no vessel damage. The procedure was completed with another of the same device. No patient complications were reported and status is stable.

Manufacturer narrative:
Initial reporter phone: (B)(6). Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during an exchange of a pancreas drainage treatment procedure, the coating of the wire "broke up". An amplatz super stiff guide wire was selected; however, during the procedure the coating of the wire ¿broke up¿. It was noted that the coating peeled off, then the wire was retrieved and afterwards the coating alone was visual in the abscess. Slight resistance was felt while pulling back the guide wire. The detached coating was attached to a non-bsc 14f drainage catheter and was completely removed from the patient. A CT was completed to confirm that there was no vessel damage. The procedure was completed with another of the same device. No patient complications were reported and status is stable.

Manufacturer narrative:
Device evaluated by MFR: a visual inspection of the returned device revealed only the proximal section of the device was returned and that the corewire of the returned section was exposed (coating peeled) at approximately 52.6cm from the proximal end to distal end. All the outer diameter (od) measurements taken were according to specifications. The returned device was sent for external analysis ((B)(4) lab) to determine the fracture failure mode. The (B)(4) lab analysis result was that failure occurred due to a torsion overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is operational context as device performance was limited due to anatomical procedural factors. (B)(4).